Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Code represents surgical intervention.

Event description:
The patient was revised to address infection.